Event description:
Pt reported they changed their cassette a little while ago but kept getting alarm "downstream occlusion. Clear occlusion between pump and pt", specific alarm code unknown. (B)(6) reviewed troubleshooting with pt. Before process was done line dropped. Pt reached back out, stated still experiencing same error after resetting cassette. Pt explained they have 3 premixed cassettes on hand that daughter made and pt has been changing cassette with all 3 cassettes, still has the same problem. Alarm has been going on and off since 9pm (pt's local time) (B)(6) 2026. Alarm stops when pt disconnects extension tubing from cassette tubing. (B)(6) advised pt there maybe some occlusion/air in extension tubing which is blocking medication from flowing. (B)(6) asked pt to replace extension tubing, pt states daughter keeps all supplies/backup pump with them. No further information, details or dates available. Pump serial numbers checked out: (B)(6), expiration unknown. Photos not provided. Pump return tracking information is not available. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Pt's weight, 118lbs. Unknown if md is aware. Dose/amount: remodulin - 72ng/kg/min. IV remodulin pt via cadd solis pump. Did the reported product fault occur while in use with pt?-yes. Did the product issue cause or contribute to pt or clinical injury?-no. Is the actual device available for investigation?-unknown. Did pharmacy replace device?-unknown. Did the pt have a backup device they were able to switch to?-no. Is the infusion life-sustaining?-yes. Outcome?-unknown. Diagnosis for use: pulmonary arterial hypertension.